Event description:
It was reported that the patient underwent a right partial knee arthroplasty on (B)(6) 2013. Subsequently, patient underwent a bearing exchange on (B)(6) 2014 due to unknown reasons. On (B)(6) 2015, patient was revised to a total knee due to tibial loosening.

Manufacturer narrative:
This follow-up report is being filed to corrected information and to relay additional information, which was unknown at the time of the initial medwatch. Requested but not returned by hospital.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2015-02446).

Manufacturer narrative:
The follow-up report is being filed to relay corrected information: corrected data: patient sex - female.